Event description:
It was reported that during procedure the item broke outside of the patient. No injuries or surgical delays were reported. It is not known how the procedure was finished.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that smith and nephew is the distributer of this device. The legal manufacturer, anztec, will review the event and determine reportability, therefore, it was determined that this case does not meet the threshold for reporting by smith and nephew and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.